Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") and suicidal ideation ("suicidal ideations") in a 42-year-old female patient who had essure (batch no. B76536) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 1, spontaneous abortion, urinary frequency and migraine. Concurrent conditions included body mass index normal. Concomitant products included ciprofloxacin, clonazepam (klonopin), escitalopram oxalate (lexapro) since 2014, fluconazole, fluconazole (diflucan), ibuprofen (motrin), lorazepam (ativan) and oxycodone. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("menorrhagia"). In (B)(6) 2015, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), alopecia ("hair loss"), urinary tract infection ("urinary infection"), vulvovaginal mycotic infection ("yeast infection"), nausea ("nausea"), anxiety ("anxiety"), iron deficiency ("iron deficiency"), medical device discomfort ("discomfort since the placement of her essure"), dysuria ("difficulty voiding bladder") and abdominal pain lower ("cramping/left and right lower quadrant pain"). In (B)(6) 2015, the patient experienced vaginal infection ("vaginitis"). In 2015, the patient experienced fatigue ("fatigue") and urticaria ("hives"). In 2016, the patient experienced weight increased ("weight gain"). In (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge"), vision blurred ("difficulty focusing") and asthenopia ("tired eyes"). On an unknown date, the patient experienced back pain ("lower back pain"), migraine ("migraines"), visual impairment ("vision problems"), headache ("headache"), pelvic pain ("pain"), depression ("depression") and suicidal ideation (seriousness criterion medically significant). The patient was treated with surgery (underwent a bilateral essure removal & tubal ligation). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, vaginal haemorrhage, back pain, migraine, weight increased, visual impairment and fatigue was resolving and the menorrhagia, dysmenorrhoea, alopecia, urinary tract infection, vulvovaginal mycotic infection, headache, nausea, pelvic pain, anxiety, depression, suicidal ideation, urticaria, vaginal discharge, vision blurred, iron deficiency, vaginal infection, medical device discomfort, dysuria, abdominal pain lower and asthenopia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, asthenopia, back pain, depression, dysmenorrhoea, dysuria, fatigue, headache, iron deficiency, medical device discomfort, menorrhagia, migraine, nausea, pelvic pain, suicidal ideation, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, visual impairment, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: following the removal surgery,patient suffered an uncomfortable recovery and now has permanent scarring on her abdomen. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: confirming full occlusion of fallopian tubes most recent follow-up information incorporated above includes: on 18-jun-2018: pfs received. Events: tired eyes were added. Historical conditions , concomitant drugs were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") and suicidal ideation ("suicidal ideations") in a 42-year-old female patient who had essure (batch no. B76536) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 1, spontaneous abortion, urinary frequency and migraine. Concurrent conditions included body mass index normal. Concomitant products included ciprofloxacin, clonazepam (klonopin), escitalopram oxalate (lexapro) since 2014, fluconazole, fluconazole (diflucan), ibuprofen (motrin), lorazepam (ativan) and oxycodone. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("menorrhagia"). In (B)(6) 2015, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), alopecia ("hair loss"), urinary tract infection ("urinary infection"), vulvovaginal mycotic infection ("yeast infection"), nausea ("nausea"), anxiety ("anxiety"), iron deficiency ("iron deficiency"), medical device discomfort ("discomfort since the placement of her essure"), dysuria ("difficulty voiding bladder") and abdominal pain lower ("cramping/left and right lower quadrant pain"). In (B)(6) 2015, the patient experienced vaginal infection ("vaginitis"). In 2015, the patient experienced fatigue ("fatigue") and urticaria ("hives"). In 2016, the patient experienced weight increased ("weight gain"). In (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge"), vision blurred ("difficulty focusing") and asthenopia ("tired eyes"). On an unknown date, the patient experienced back pain ("lower back pain"), migraine ("migraines"), visual impairment ("vision problems"), headache ("headache"), pelvic pain ("pain"), depression ("depression") and suicidal ideation (seriousness criterion medically significant). The patient was treated with surgery (underwent a bilateral essure removal & tubal ligation). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, vaginal haemorrhage, back pain, migraine, weight increased, visual impairment and fatigue was resolving and the menorrhagia, dysmenorrhoea, alopecia, urinary tract infection, vulvovaginal mycotic infection, headache, nausea, pelvic pain, anxiety, depression, suicidal ideation, urticaria, vaginal discharge, vision blurred, iron deficiency, vaginal infection, medical device discomfort, dysuria, abdominal pain lower and asthenopia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, asthenopia, back pain, depression, dysmenorrhoea, dysuria, fatigue, headache, iron deficiency, medical device discomfort, menorrhagia, migraine, nausea, pelvic pain, suicidal ideation, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, visual impairment, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: following the removal surgery,patient suffered an uncomfortable recovery and now has permanent scarring on her abdomen. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: confirming full occlusion of fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-aug-2018: quality-safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") and suicidal ideation ("suicidal ideations") in a 42-year-old female patient who had essure (batch no. B76536) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 1, spontaneous abortion and urinary frequency. Concurrent conditions included body mass index normal. Concomitant products included clonazepam (klonopin), escitalopram oxalate (lexapro) since 2014, ibuprofen (motrin), lorazepam (ativan) and oxycodone. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced menorrhagia ("menorrhagia"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea"), alopecia ("hair loss"), urinary tract infection ("urinary infection"), vulvovaginal mycotic infection ("yeast infection"), nausea ("nausea"), iron deficiency ("iron deficiency") and medical device discomfort ("discomfort since the placement of her essure"). In (B)(6) 2015, the patient experienced vaginal infection ("vaginitis"). In 2015, the patient experienced urticaria ("hives"). In (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge") and vision blurred ("difficulty focusing"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding"), back pain ("lower back pain"), migraine ("migraines"), weight increased ("weight gain"), visual impairment ("vision problems"), fatigue ("fatigue"), headache ("headache"), pelvic pain ("pain"), anxiety ("anxiety"), depression ("depression"), suicidal ideation (seriousness criterion medically significant), dysuria ("difficulty voiding bladder") and abdominal pain lower ("cramping"). The patient was treated with surgery (underwent a bilateral essure removal & tubal ligation). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, vaginal haemorrhage, back pain, migraine, weight increased, visual impairment and fatigue was resolving and the menorrhagia, dysmenorrhoea, alopecia, urinary tract infection, vulvovaginal mycotic infection, headache, nausea, pelvic pain, anxiety, depression, suicidal ideation, urticaria, vaginal discharge, vision blurred, iron deficiency, vaginal infection, medical device discomfort, dysuria and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, depression, dysmenorrhoea, dysuria, fatigue, headache, iron deficiency, medical device discomfort, menorrhagia, migraine, nausea, pelvic pain, suicidal ideation, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, visual impairment, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: following the removal surgery,patient suffered an uncomfortable recovery and now has permanent scarring on her abdomen. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: confirming full occlusion of fallopian tubes. Most recent follow-up information incorporated above includes: on 2-mar-2018: the pfs and medical record received:the event menorrhagia, dysmenorrhea, hair loss,urinary infection,yeast infection,headache,nausea,pain, hives, vaginal discharge, difficulty focusing,iron deficiency,vaginitis,post procedural discomfort,bladdder problems,cramping added. Previously reported "increased psychological or psychiatric problems' was specified as anxiety, depression, suicidal ideations. Reporters added,medical history added,concurrent condition added,concomitant medication added,lot number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding"), back pain ("lower back pain"), migraine ("migraines"), mental disorder ("increased psychological or psychiatric problems"), weight increased ("weight gain"), visual impairment ("vision problems") and fatigue ("fatigue"). The patient was treated with surgery (underwent a bilateral essure removal & tubal ligation). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, vaginal haemorrhage, back pain, migraine, mental disorder, weight increased, visual impairment and fatigue was resolving. The reporter considered abdominal pain, back pain, fatigue, mental disorder, migraine, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: following the removal surgery, patient suffered an uncomfortable recovery and now has permanent scarring on her abdomen. Since having the surgery, patient symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: confirming full occlusion of fallopian tubes. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.